Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the drawer was failed. A field service engineer replaced the half height drawer to resolve the issue and transferred all cubie pockets to new drawer. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer would not slide open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI). Part analysis: the report of the drawer that failed to stay closed was confirmed by fse. According to (B)(4): the fse reported that replaced drawer, auxiliary medstation hh drawer 6.1/6.2. Initiated final test via hta: passed, transferred all cubie pockets to new drawer. Laboratory inspection confirmed that the received drawer did not present any obvious physical damage, deformation, or contamination on the drawer housing, latch mechanism, or connector interface. During laboratory testing, resistance was observed on the bottom drawer when attempting to fully extend. Upon further investigation, the bearing retainer was found to have migrated and bumper stops were missing. No further testing was performed due to the issue identified. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported drawer failing to stay closed was identified and attributed to missing bumper stops, which led to migrating bearing retainers.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer would not slide open. As per part investigation, it was determined that missing bumper stops led to the migration of the bearing retainers. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1: initial reporter facility name - (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer would not slide open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.